Event description:
It was reported that a spectrum pump was infusing with concurrent flow during therapy in the outpatient/ambulatory care unit. The primary infusion was set to deliver 100ml of "pre-med mixture" (chemotherapy protocol) at a rate of 400ml/hr. The secondary infusion was set to deliver 250ml of deloxitan at a rate of 150ml/hr. The nurse observed medication was dripping from both chambers. It was also reported there was no pt injury.

Manufacturer narrative:
Baxter received and evaluated the device and found it was in specification in relation to the reported symptom, concurrent flow rate during duloxetine infusion, which was not confirmed or reproduced. Evaluation ran a secondary infusion with the same sets that were reported and where the primary bag was lower than the secondary bag. Using the rates that were used by the customer, the primary rate was set to 400ml/hr with a volume to be infused of 100ml and the secondary rate was set to 150ml/hr with a volume to be infused of 250ml. The secondary bag infused 250 ml and the primary bag volume remained the same at the end of the infusion. Flow rate tests were performed and found to be within ±5% accuracy. Concurrent flow from the primary medication container during a pump programmed, secondary infusion could not be reproduced with the information obtained from the customer. No component could be identified for causality. Known conditions resulting in flow from the primary container during a secondary infusion segment include an inadequate height differential between the primary and the secondary IV containers, or a high flow rate (typically above 300 ml/hr) . The spectrum operators manual recommends the primary IV container be placed 20 inches below the secondary IV container to provide a gravity advantage that allows flow from the secondary IV container only, and warns the user of the possibility of primary IV container siphoning with flow rates above 300ml/hr.

Manufacturer narrative:
(B)(4). The device has been received by baxter for eval. The eval has not been completed at this time. A supplemental report will be provided when the investigation is completed.